Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, at this time, we could not conclusively determine the root cause of the defect. Our lot history records review for this lot number did not reveal any discrepancies either in the manufacturing or packaging processes that could be related to this incident. Please note that we do conduct 100% inspection of the blades and hoops assembly during the manufacturing process. Our quality group also samples these device before final packaging to ensure proper blade adjustment. Our IFU clearly informs users to inspect the blades for damage and alignment prior to use. The surgical team confirmed that the device was properly irrigated and checked for alignment prior to use and was found to be operational. The issue occured after completing two passes successfully. It is possible that some anatomical or procedural factors may have contributed to this device failure. There was no injury to the patient as the result of this incident. Surgeon was still able to complete the procedure by using the same hydro valvulotome.

Event description:
Surgeon reported that one of the blades of the hydro valvulotome did not properly close into its housing while performing valvulotomy of great saphenous vein for femoral popliteal bypass. Device was checked before use and was found to be operational. There was no harm to the patient as the result of the incident.